Manufacturer narrative:
Age at time of event: (B)(6) years at the time of enrollment. Device is a combination product.

Event description:
It was reported that in-stent restenosis occurred. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the right mid superficial femoral artery (sfa) extending in to the right distal sfa with 95% stenosis and was 120 mm long with a proximal reference vessel diameter of 4.7mm and distal vessel diameter of 4.8mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 6mm x 150mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) the patient was discharged on dual antiplatelet therapy. On (B)(6) 2018, during the 24 month follow up, duplex ultrasound core lab finding noted in-stent stenosis categorized as occlusion in the target lesion.